Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from taiwan of peritonitis with culture positive for pseudomonas aeruginosa in a patient coincident with dianeal pd2 therapy for automated peritoneal dialysis (apd). Action taken with dianeal therapy was not reported. On an unreported date in 2012, the patient experienced peritonitis. It was not reported if the patient was hospitalized. Treatment was not reported. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.